Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the analyzer and found bubbles in line 6 from reference (ref) valve. The fse determined that the ref valve had malfunction. The fse replaced the ref valve to resolve the issue. Performed system verification without further issues. The system returned normal operation after part replacement. The customer was satisfied with service. No further issue reported. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
Customer reported the dxc 700 au clinical chemistry analyzer generated false low ise (ion selective electrode) patient results for sodium (na), chloride (cl), and potassium (k). One (1) erroneous patient result was reported outside of the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.